Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known incidents, it was presumed that wire manipulation was continued while the wire tip was probably being trapped in the severely calcified cto or caught by the existing stent. When repeated bending stress and torsion generated with wire manipulation exceeded the product's design limit, the guide wire became fractured and eventually separated upon wire removal. It was concluded that this event was not attributed to product quality. Instructions for use states that: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire separated during a pci to treat a extremely tortuous, severely calcified cto in the proximal rca. According to the physician, the existing stent had been placed years earlier and was probably fractured. Attempts were made with several wires with a 2.0 balloon for support; however, all met with no success. While using the asahi guide wire, it was prolapsed but was subluminal. With the tortuosity, the heavy calcification and the existing stent, the radiopaque portion of the wire broke off and was left in the subintimal space. The piece of wire that was left in the subintimal space was not moving and according to the physician, posed no threat to the patient. A new non-asahi wire was used subsequently with no success in crossing and the case finished.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.